Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report that during the implantation of a tecnis one piece z900200220 intraocular lens (iol), a capsule tear occurred after the iol was in the eye. The incision was enlarged and the iol was cut out and a vitrectomy performed. There was a retinal tractional detachment which has resolved; the patient is doing fine. The iol was discarded in the field; it is not available for investigation.